Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently entered an incorrect value when requesting a bolus to correct for an elevated blood glucose (bg) level. The customer's bg subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the paramedics were contacted to provide assistance for the low bg; however, no assistance was needed as the customer's bg had begun to rise. Recommendation was made to consult with healthcare provider regarding diabetes management.